Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/032013 with the following findings: during investigation, the pump powered on to a dim and discolored display screen. A test screen was installed and displayed normally. Unrelated to the display issue, the keypad cover was returned torn and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.